Event description:
It was reported the "dilator tip cracked when introducing into patient. Pulled the dilator out and could see where it was beginning to crack at. Pushed on the tip after removal and it broke into multiple pieces.". No patient harm was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for evaluation. The dilator tip was separated into multiple pieces. Visual inspection of the dilator revealed the dilator tip had separated into multiple pieces. White stress marks were observed partway up the dilator body and at various points of separation. The returned dilator pieces measured 27.25", 0.5", 0.3", 0.375", and 0.375", totaling 28.8", which is within the specification of 28 3/4" - 29 1/4" per dilator product drawing. The dilator outer diameter measured 0.1082" which is within the specification of 0.107-0.110" per dilator product drawing. Functional inspection could not be performed on the dilator given the sheath was not returned. Manufacturing engineers were contacted as part of this complaint investigation. They indicated that further investigation would be needed to identify the cause of the defect. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished , determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a damaged dilator tip was confirmed through investigation of the returned sample. It was observed that the dilator tip separated into multiple pieces. White stress marks were noted at various points of separation ant partway up the dilator body. The dilator passed all relevant dimensional requirements. A device history record review was performed based on a potential lot number from sales history and no relevant findings were identified. Based on the results of this investigation and the available information, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the "dilator tip cracked when introducing into patient. Pulled the dilator out and could see where it was beginning to crack at. Pushed on the tip after removal and it broke into multiple pieces.". No patient harm was reported.